Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump screen was not completely blank. Customer was advised to observe time clock for one minute, however it was advancing. Customer called back with frozen display after installing a new battery for previous frozen display issue. Customer also reported that the insulin pump had battery out limit after battery change. Customer was unable to clear the alarm. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan until replacement arrives. The insulin pump will be returned for analysis.